Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump having trouble with up arrow button. The customer¿s blood glucose level was unknown at time of incident. The customer stated that they hold down button was not responsive. The insulin pump will be returned be for the analysis.